Event description:
On (B) (6) 2010, pt reported an e4 (occlusion) error displayed on her infusion device during a bolus of 20.0 units of insulin. Pt stated she reconnected to her infusion device after taking a shower and noticed that her blood glucose was 579 mg/dl, so she attempted a bolus of 20.0 units. According to the bolus history on the infusion device 15.2 units of insulin delivered before the occlusion occurred. Had pt confirm and clear the e4 (occlusion) error and the a8 (bolus cancelled) alert displayed. Had her confirm and clear the alert and verified that the infusion device was in stop mode. Had pt disconnect the infusion tubing from the infusion site and prime through the infusion tubing; was successful. Pt reported she removed the infusion set and the cannula was bent. Pt attached a new infusion set at a new site. She decided to also change the tubing. She attached new tubing to the infusion device and primed until insulin could be seen coming from the end of the tubing. Pt connected the tubing to the infusion site and placed the infusion device into run mode. She delivered a bolus of 5.8 units of insulin to finish her bolus and fill for airspace in the new cannula. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.